Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the micrometer readings are inconsistent. Additional information received states there was no patient harm.

Manufacturer narrative:
During an onsite visit a company representative replaced the micrometer, tightened vacuum lines, and successfully completed system verification to specification. The root cause could not be determined conclusively. Most possible root cause could be a faulty micrometer. The manufacturer internal reference number is: (B)(4).